Event description:
It was reported that the device exhibited <200 ohms bipolar atrial lead impedance. Atrial capture thresholds were 2.0 v, 0.4 ms. The physician elected to leave the device in the bipolar pace and sense configuration and monitor the patient through intensified follow-ups.